Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a procedure was performed to treat a left coronary artery st-elevation myocardial infarction (stemi). A dragonfly optis catheter was advanced, but resistance was felt the moment the device left the guide catheter; therefore, the catheter was removed. Once outside the anatomy, a fiber material from the catheter was observed on the exit notch. A new device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported failure to advance and material split, cut, or torn was unable to be confirmed. There were no anomalies or fiber material noted at the guidewire exit notch as reported. There were no anomalies noted to the dragonfly. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported failure to advance and material split, cut, or torn. It may be possible that adverse patient anatomical geometry affected the maneuverability of the device. Furthermore, it may be possible that procedural contaminants may have been found on the catheter. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.